Event description:
A trial patient, via a manufacturer representative, reported he only felt stimulation at the point of incision and he did not feel any stimulation in the bicycle seat area. The cause of the issue was the lead moved. Stimulation was adjusted and the issue resolved. If additional information is received, a follow-up report will be sent.